Manufacturer narrative:
No returns were made available from the customer site. Accuracy testing was performed using in-house retained reagent lot 02772m500. Three panels of known concentrations were tested on one architect instrument and each panel replicate was within their respective specification ranges. The assay is performing as expected. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 125 assay package insert contains information to address the customer's current issue. Based on the results of the current investigation, the architect ca 125 ii reagent is performing as intended. No additional issues were identified and no further investigation is needed.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that one patient sample generated discrepant results for the architect ca125 assay. A result of 150 u/ml was compared to results of 60 and 200 u/ml. Suspect results were not reported out and no impact to patient management was reported.